Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient reported that the mesh was put in too tight causing constant pain and discomfort in the groin area, constant burning sensation, no quality of life and inability to empty the bladder. The patient further reported that the mesh has attached to her internal organs. Additional information will be requested.

Manufacturer narrative:
Date sent to FDA: 09/03/2019.